Manufacturer narrative:
It was reported by the customer that he was in his wheelchair and the left side of the brake did not hold which cause him to fall forward off of his wheelchair, onto the floor, and land on his coccyx bone. The customer stated that he was taken to the emergency department by the paramedics and after x-rays and an evaluation it was determined that the customer had sustained a fracture. The customer does not remember specifically which part of his body the clinician stated was fractured, but reported that he had to have a rod put into his body somewhere near his coccyx area to stabilize the fractured body part. The customer stated he would return this writers calls with additional information related to the incident and to return the device for evaluation, however after numerous attempts no further information was able to be obtained related to the customer reported incident. The device was not returned to the manufacturer for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the customer that the left side brake of the wheelchair did not hold and the customer fell forward onto the floor.